Manufacturer narrative:
As stated in this report's event description, the clinician reported that the drilling was performed through a metal sleeve that was placed in a surgical guide. The tube and surgical guide were purchased by the complainant from biohorizons implant systems, inc, and may not have been the appropriate diameter for this drill. The metal tube may have been too wide or too narrow; this could cause bonding or a loose fit when the drill is inserted, and have resulted in the drill fracturing. This customer's keystone dental's sales representative is scheduling additional customer in-servicing to advise this customer of potential problems that may occur when using competitive brand tubes and surgical guides. Two other drills that were used during this procedure also fractured. Please reference medwatch numbers 3005990499-2011-00041 and 3005990499-2011-00043 for the details of those drill fractures. The device has not yet been returned for evaluation. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The lot number of the device at issue is not available; therefore, the manufacture date of the device is unknown. Attempts were made to obtain device return. A follow-up medwatch form will be submitted if the device is received for evaluation. (B)(4).

Event description:
The clinician reported that while preparing osteotomy sites for (B)(6) during a patient's (gender unknown) dental procedure the prima initial drill fractured. The clinician indicated that the fracture occurred while using a biohorizons brand surgical guide, with the drill inside metal drilling sleeves. The clinician indicated that he was able to successfully remove all portions of the drill from the patient's mouth/throat manually using his hands. It was also reported that the clinician successfully placed the dental implants during this procedure. There was no adverse effect to the patient as a result of the fractured drill.